Event description:
It was reported, "the poly "dome" that sits against the implant patella button fell out as the surgeon picked up the instrument. The surgeon had to wrap the instrument with a pack in order to be able to cement the implant in."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.